Event description:
It was reported that the pump exhibited low sound. No patient injury was reported.

Manufacturer narrative:
A product sample was received for investigation in good condition. Testing was performed and found the front speaker/beeper sound was low. The front speaker/beeper was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause was unable to be determined. D5 operator of device: patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).